Event description:
There was an allegation of questionable pth elecsys e2g 300 results for 1 patient on a cobas 8000 e 801 module. At 11:21 the result was 1060 pg/ml on analyzer a. At 16:48 the result was 1018 pg/ml on analyzer b. On (B)(6) 2025 a new sample was obtained and the result was 273 pg/ml. It is unknown which analyzer produced the result. The sample was repeated due to the results not fitting the patient's clinical picture. A drug-related interference is suspected.

Manufacturer narrative:
The serial number for analyzer a is (B)(6) the serial number for analyzer b is (B)(6). The samples were requested for investigation. The investigation is ongoing.

Manufacturer narrative:
Two samples were received and investigated. Investigation results: the customer's very high results were confirmed during the investigation. The investigation did not find any interference in the samples that could result in implausibly high pth values. Therefore, the measured pth values obtained with the elecsys assays can be considered accurate. A general reagent issue was excluded. In general, the drug rituximab is considered very unlikely to interfere with the pth test (the test principle) because its specificity is not related to pth at all. However, an indirect interference (eg due to hama / heterophilic antibodies) cannot entirely be excluded: ritixumab is a chimeric mouse/human monoclonal antibody (mab) and theoretically, heterophilic antibodies against the murine regions in the antibody can be developed (hama). However, this is only speculation, and when a hama interference is detected, it is not known why the patient developed it. The investigation did not identify a product problem.